Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for two samples from the same patient tested for the elecsys troponin t hs assay (tnths) on a cobas 6000 e 601 module (e601). Both samples had higher results on the e601 analyzer compared to lower results from the same samples obtained on a second e601 analyzer. Results from the second e601 analyzer were believed to be correct. The issue started with the second sample collected from the patient. The issue was related to only this one patient. Other samples tested on both systems give consistent results and do not show the same behavior. The second sample resulted with values of 29.77 pg/ml and 29.48 pg/ml when tested on the e601 analyzer. When the sample was tested on the second e601 analyzer, the results were 8.41 pg/ml and 8.39 pg/ml. The values of the second e601 analyzer were confirmed by measurements of the same sample performed in two other laboratories. The third sample resulted with values of 29.21 pg/ml and 29.32 pg/ml when tested on the e601 analyzer. When the sample was tested on the second e601 analyzer, the result was 10.97 pg/ml. Only the correct results were reported to medical personnel treating the patient. No adverse events were alleged. The tnths reagent lot number was 245194. The reagent expiration date was requested but not provided.

Manufacturer narrative:
The second patient sample was repeated again on the complained analyzer on (B)(6) 2018, resulting as 51.87 pg/ml. The same sample was tested on the second e601 analyzer, resulting as 10.54 pg/ml on (B)(6) -2018.

Manufacturer narrative:
Upon review of the alarm trace, approximately 180 abnormal sample aspiration alarms occurred over a 4 month period of time. One to two alarms occurred per day.

Manufacturer narrative:
A sample from the patient was provided for investigation. The results obtained by the customer could not be duplicated. A general reagent issue could not be identified.

Manufacturer narrative:
The field service engineer performed maintenance and decontaminated the instrument. After these actions, an aliquot of one of the complained samples was tested, resulting as 18 pg/ml. The 18 pg/ml value was acceptable to the customer. Previous results from this sample were always higher than previous results from the patient, with the last measurement being approximately 50 pg/ml. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
The field service engineer changed the sample probe and mixer. He checked liquid level detection. He ran performance testing. After the service actions, the second patient sample was repeated twice on the complained analyzer, resulting as 59.68 pg/ml and 60.18 pg/ml on (B)(6) 2017. The same sample was tested on the second e601 analyzer, resulting as 7.37 pg/ml on (B)(6) 2017. The sample was repeated on the complained analyzer after centrifugation and the result was 117.5 pg/ml on (B)(6) 2017.

Manufacturer narrative:
Calibration and quality control data showed no indication of an issue. Based on the provided data, an instrument issue is likely. The issue observed by the customer indicates that a carryover occurred. The issue may be related to the measuring cell of the analyzer. The measuring cell was last changed in (B)(6) 2016. The field service engineer changed the measuring cell and ran performance testing.